Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report has been filed under 0009613350-2025-00452.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections have been updated/corrected. Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. A corrected report has been filed under 0009613350-2025-00452.

Event description:
It was reported that a patient underwent an initial left total hip arthroplasty. Subsequently, six (6) months post-implantation, the patient reported experiencing pain in groin, greater trochanteric, and buttocks as well as hair loss. The patient further reported a leg length discrepancy of 0.5cm which requires prescription of a shoe lift. Patient was recommended to undergo further imaging. No further details or intervention have been provided.

Manufacturer narrative:
(B)(4). D10: medical product: unknown taperloc microplasty 7mm standard offset stem: catalog#ni, lot#ni; unknown xlpe inlay 50/36: catalog#ni, lot#ni; unknown plasmafit 50mm acetabular cup: catalog#ni, lot#ni; unknown screw: catalog#ni, lot#ni. G2: foreign: germany. H6: proposed component code: mechanical (g04)- head. The product will not be returned to zimmer biomet for investigation, as the product currently remains implanted. The investigation is in process. Upon completion of the investigation, a follow-up MDR be submitted.